Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Four days after onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Beginning on an unreported date in the same month as the onset of peritonitis and completing on an unreported date in the following month, the patient was treated with intraperitoneal vancomycin (dosage and frequency not reported) for the peritonitis event. Dianeal therapy was ongoing. After eighteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.